Event description:
It was reported that this pacemaker exhibited noise across both channels, and was reported to have been oversensed on the right ventricular (rv) channel. Additional information was received that the noise was not seen again, and was thought to be procedure related. New information reported that the device was suspected to have moved a bit, so the plan was to revise the pocket and lead due to high impedance and thresholds. The lead was explanted and replaced, and the pocket was assumed to have been revised at this time. The device remains in-service. No additional adverse patient effects were reported.